Manufacturer narrative:
The pt had coded, but there was no indication of any problem with monitoring or indication of any delay in therapy. A philips field service engineer (fse) provided phone assistance to help troubleshoot the cause of the issue. After speaking with the customer, they concluded that the nurse incorrectly used the admit/discharge process and the data was lost. No on site service was provided for this call. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to a misunderstanding of the features of the equipment by the customer. No further investigation or action is warranted.

Event description:
The customer reported that they transferred a pt from one central station and admitted them to another central station, but they could not find the vital signs in the history.